Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is not available for analysis. (B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It was also reported that the patient underwent an unspecified surgical intervention to place the abutment. Additional information has been requested but has not been made available as of the date of this report. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, december 12, 2011.